Event description:
During a pta treatment procedure of in-stent restenosis in the subclavian vein, the balloon ruptured and became stuck on the stent, causing removal difficulties. The physician was attempting to dilate a portion of the stent edge when the balloon ruptured on the second inflation at 8 atm. Withdrawal of the balloon catheter was attempted, but the balloon caught on the edge of the stent, preventing removal. The physician elected to sever the shaft of the balloon catheter, allowing removal of the catheter, however, the balloon itself remained in the vein. The patient's arm then became swollen, requiring the physician to perform bypass grafting of the subclavian vein. The balloon material remained in the subclavian vein. Due to the procedural complications, the patient was admitted to the hospital. The bypass procedure was considered successful. Patient status is reported as 'good'.